Event description:
Customer in china reported an abnormal smell from the mel 90 device. The mel 90 equipment at the customer's site experienced a leakage of excimer gas due to a malfunction of the solenoid valve. Ten people were in the room at the time of the incident and the affected individuals experienced throat and respiratory discomfort, further medical examinations were conducted. The event may have jeopardized the involved people and may have required medical or surgical intervention (treatment) to address these symptoms. A serious medically important event occurred because of exposure to the gas.

Manufacturer narrative:
Related reports: 9615030-2026-00002, 9615030-2026-00003, 9615030-2026-00004, 9615030-2026-00005, 9615030-2026-00006, 9615030-2026-00007, 9615030-2026-00008, 9615030-2026-00009, 9615030-2026-00010.